Event description:
It was reported the patient's device "dropped in body". She was "sitting on it" and it hurt. The patient reported she had surgery to fix the problems and she is no longer having problems with her device.